Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level subsequently increased; bg value was not provided. Insulin was administered via a manual injection to address bg. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. The technical support team informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. A cartridge change was performed resolving the occlusion.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.